Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the common bile duct due to cancer. The anatomy was not dilated prior to stent placement. During the procedure, the stent was advanced over the guidewire and positioned within the bile duct. However, the stent failed to deploy. No visible issues were noted with the device. The procedure was completed using a different device. There were no patient complications reported as a result of this event. Based on the investigation findings that the cover of the stent was damaged, this event has been deemed reportable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The outer sheath and the inner lumen were kinked. During analysis, it was possible to partially deploy, reconstrain, and fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. Stent cover damage was noted at the distal end of the stent. A review of the device history record (DHR) found that the device met all material, assembly, and product specifications at the time of release to distribution. Therefore, the kinks present in the outer sheath and inner lumen along with the stent cover damage are likely due to anatomical/procedural factors and the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified batch. From the information available, this device was used per the directions for use (dfu) / product label.